Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the device was retained by the customer/hospital and is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded (cto) and heavily calcified lesion in the right coronary artery. A non-abbott micro-catheter was advanced over a .014 hi-torque pilot guide wire. The guide wire was being advanced to the vessel; however, the wire became stuck in the cto and could not be moved forward or backward. The micro-catheter was pulled back, but the guide wire was stuck in the cto and the micro-catheter was stuck on the guide wire while both were inside the guide catheter. The procedure was prolonged and took approximately 4 hours while the physician attempted to remove the stuck guide wire. The patient was stable during the whole procedure. The patient was sent to surgery to remove the devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the chronic, totally occluded and heavily calcified lesion resulting in the reported failure to advance and the reported entrapment. Manipulation of devices and/or interaction with the chronic, totally occluded and heavily calcified lesion as the micro-catheter was pulled back resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.